Event description:
It was reported that the left ventricular lead exhibited noise due to oversensing. The lead was explanted on (B)(6) 2015. No adverse consequences occurred to the patient.

Manufacturer narrative:
The lead was returned in multiple parts. Final analysis found insulation abrasion with one exposed re cable at 79.9cm-82.0cm from the connector pin. The other re cable was abraded and fractured at approximately 81.5cm from the connector pin. The re cable lumen was internally abraded through the cable lumen to pacing coil at 82.0cm to 82.9cm from the connector pin, breaching the etfe coating. Abrasion was also noted in multiple locations on the pacing coil. This likely contributed to the reported complaint of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.